Event description:
The customer reported that at the start of a total hip replacement procedure when the surgeon was starting the incision, the hand piece sparked, flashed and a flame/fire occurred. There was no pt injury.

Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.